Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the product had no signal when it was set to zero. There was no patient contact or patient injury. It was reported that there was a 30 minute delay before surgery. The product was then replaced. Additional clinical information has been requested; however, no new additional information has been provided.